Manufacturer narrative:
Corrections: adverse event/product problem corrected from product problem to adverse event/product problem. Outcomes attrib to adv event corrected from unknown/none to required intervention to prevent permanent impairment/damage. Describe event or problem: it was previously reported; during removal, the device became stuck on the radial sheath and the whole unit was removed, which has been updated to: during removal, the physician was able to pull the whole unit back down to the radial sheath. At that point, the stent was too damaged to fit through a 6fr radial sheath and the whole unit was removed. The physician then up-sized the sheath to a 9 fr and was able to get the stent removed from the patient. Type of reportable event corrected from malfunction to serious injury. Device evaluated by MFR: p elite us mr 38 x 3.00mm stent delivery system (sds) was returned for analysis without a stent on the balloon. A stent consistent in appearance with a promus elite stent was returned separated from the sds and on the shaft of a non-bsc 1.25x15mm balloon catheter. An examination (visual and via scope) of the crimped stent identified that the stent had been returned on a medtronic 1.25x15mm balloon catheter. The stent was damaged with most severe damage and bunching of the stent struts on what appeared to be the proximal end of the stent. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings on the balloon prior to dislodgement. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found stretching/bunching damage to the distal inner shaft. Multiple kinks were noted along the shaft polymer extrusion. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that removal difficulties were encountered and stent damage occurred. Vascular access was obtained via the radial artery. The target lesion was located in the very tortuous proximal right coronary artery. After a non-bsc guide catheter was used, a 38 x 3.00mm promus elite drug-eluting stent was advanced for treatment; however, advancing difficulties were encountered and guide support was lost. When guide support was regained, the guide hit the distal end of the stent and deformed the end of the stent. During removal, the physician was able to pull the whole unit back down to the radial sheath. At that point, the stent was too damaged to fit through a 6fr radial sheath and the whole unit was removed. The physician then up-sized the sheath to a 9 fr and was able to get the stent removed from the patient. The patient was hemodynamically stable throughout, but the physician was unable to complete the procedure and will bring the patient back at a later date. No patient complications were reported and the patient's status was good and was sent home the following day.

Event description:
It was reported that removal difficulties were encountered and stent damage occurred. Vascular access was obtained via the radial artery. The target lesion was located in the very tortuous proximal right coronary artery. After a non-bsc guide catheter was used, a 38 x 3.00mm promus elite drug-eluting stent was advanced for treatment; however, advancing difficulties were encountered and guide support was lost. When guide support was regained, the guide hit the distal end of the stent and deformed the end of the stent. During removal, the device became stuck on the radial sheath and the whole unit was removed. The patient was hemodynamically stable throughout, but the physician was unable to complete the procedure and will bring the patient back at a later date. No patient complications were reported and the patient's status was good and was sent home the following day.